Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The issue was not on the controller side of the connection; the controller was able to connect to the battery clips and batteries without issue.

Event description:
It was reported that the mobile power unit (mpu) was not able to keep connection to the black part of the patient's system controller. A replacement was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that system controller (serial number unknown) was not connecting to the mobile power unit (mpu) as intended. The mpu returned for analysis, and it was found that the connector on the patient cable of the mpu was damaged, preventing the system controller from connecting as intended. Provided information indicated that the system controller had no issues connecting to 14v battery clips without issue, that the serial number of the controller was unknown, and that no log files were available for review. The root cause of the reported event could not be correlated to an issue with the system controller. The device history records were unable to be reviewed due to the serial number of the controller being unknown. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU),rev. B and the heartmate 3 patient handbook, document 1009739, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 8 of the IFU ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu and the system controller. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu and the system controller. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.